Event description:
During a lap bowel resection procedure, the scrub technician stated the lap disc tore during the procedure. They though the surgeon used excessive amount of lubrication on the lap disc. Opened another lap disc, couple minutes delay. No patient consequence.